Event description:
A patient (age and gender unknown) underwent a therapeutic egd with banding procedure for treatment. The patient was successfully treated without issue. Upon completion of the case, the ligating head of the speedband superview 7 multiple band ligator fell out of the scope and into the patient. The ligating head was not retrieved. It is unknown if the item passed from the patient. The patient may not have noticed when passed in stool. There have been no complications to date regarding this issue.